Manufacturer narrative:
The preliminary investigation for the autopulse platform (sn (B)(6)) was performed at zoll japan. The autopulse platform passed the functional testing without any fault or error and the platform worked as intended. The archive data review showed occurrence of multiple user advisory's (ua) 02 (compression tracking error), ua12 (lifeband not present), ua17 (max motor on time exceeded during active operation), ua18 (max take-up revolutions exceeded), ua45 (not at "home" position after power-on/restart) error messages, fault code 08 (motor controller fault detected) and fault code 28 (loss of clutch connectivity) around the reported complaint date, probably related to the reported complaint. In addition, observed sticky shaft rotation upon visual inspection. Further investigation will be performed at zoll san jose to determine the root cause for the reported complaint. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The autopulse platform (sn 24110) was used to treat a (B)(6) female patient in cardiopulmonary arrest. The patient was placed on the autopulse platform, and the compressions were performed for 10 minutes. Then, the platform stopped compressions and displayed "pull up lifeband and press restart" error message. The user pulled up the lifeband and pressed restart button, but the platform did not perform compression. The crew performed manual CPR for 5 minutes. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the hospital. Patient's cause of death was determined to be myocardial infarction. Per user, the autopulse platform system interruptions did not contribute to the patient's death. Per paramedics, the patient was in rigor mortis (postmortem rigidity) when the person in charge of day-care found the patient.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) stopped compressions and displayed "pull up lifeband and press restart" error message" was not confirmed during the functional testing and based on the archive data review. The autopulse platform passed the initial functional testing without any fault or error. No device malfunction was observed during the testing and the autopulse platform worked as intended. Per archive, the last time the autopulse platform was used to compress an object similar to a human was on (B)(6) 2019 and no errors were recorded. Per customer, the problem occurred date was on (B)(6) 2019 and there was no evidence on the archive data showing that the platform was used for clinical use on the customer reported event date. Probably, the customer reported on a wrong platform. Upon visual inspection, no physical damage was observed. Based on the archive data review, on (B)(6) 2019, the autopulse platform was powered on to multiple user advisory's (ua) 45 (not at "home" position after power-on/restart), ua18 (max take-up revolutions exceeded) and ua12 (lifeband not present) error messages. However, the user cleared all the error messages. The autopulse platform performed 31 compressions on an object light in weight (max load sum exceeded 41 lbs. Calculated [count/2.52 lbs.) And then stopped by the user. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Ua12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and by restarting the platform. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Upon customer approval, the autopulse platform will be further tested to full specification.